Event description:
Note: the event date and type of procedure are unknown. It was reported to boston scientific in 2008, that an extractor xl triple lumen retrieval balloon was used in a procedure (patient age, gender and weight unknown). According to the complainant, "the physician inserted the device into the bile duct and inflated the balloon with included syringe. Then the balloon rupture occurred." The physician completed the procedure with another extractor xl triple lumen retrieval balloon. No patient complications were reported as a result of this issue, and the condition of the patient was reported as "good" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. The returned device revealed the balloon was ruptured near the proximal bond. Therefore, a functional test was performed on the proximal and distal bonds of the balloon. Both bonds met our required bond strength. A review of the device history record for the pertinent lot was performed; no anomalies were noted.